Event description:
Allegedly, spine surgeon used allomatrix(r) 1cc in the lumbar cage inside, which have many holes and he opened again soon. He found out there is no bone union of cage, that is no remains inside the cage. Environment of cages are very bloody and, it makes fade away of allomatrix(r) soon.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended, when the investigation is complete. This event occurred in a foreign country.